Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure wherein a 32-contact paddle lead was implanted. The patient was doing well postoperatively, and the explanted lead was discarded by the medical facility.